Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
Additional information received indicated that the reported product issue occurred during use in the patient and that there was separation of the hemostatic valve noted. The patient only experienced minimal blood loss as a result of the reported product issue until another sheath was used to replace the complaint product. The procedure was completed successfully without patient injury. The procedure being performed was a diagnostic right and left heart catheterization. The access site was the right groin. The product was stored properly per the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly per the IFU with no problems noted during preparation. The product will be returned for inspection. No additional information is available.

Manufacturer narrative:
Upon removal of the inner dilator of the avanti plus cardiology ms catheter sheath introducer (csi), the cap at the top of the sheath that houses the valve came off the sheath and was still attached to the inner dilator. There was no reported patient injury. Additional information received indicated that the reported product issue occurred during use in the patient and that there was separation of the hemostatic valve noted. The patient only experienced minimal blood loss as a result of the reported product issue until another sheath was used to replace the product. The procedure was completed successfully without patient injury. The procedure being performed was a diagnostic right and left heart catheterization. The access site was the right groin. The product was stored properly per the instructions for use (IFU). There was no damage noted to the product packaging upon inspection prior to use. There was no reported difficulty removing the product from the packaging. The product was inspected prior to use and appeared to be normal. The product was prepped properly per the IFU with no problems noted during preparation. No additional information is available. One non- sterile csi avanti+ cardiology ms .038 cannula and a vessel dilator were received for analysis inside a plastic bag. Per visual analysis, the cap with the hemostasis valve affixed was returned separated from the hub of the cannula sheath. The cap was found inserted into the vessel dilator. No anomalies were observed neither on the hemostasis valve nor on the brim of the cap received. However, the thread (snap ring) of the cannula hub was observed damaged. No other anomalies were found either on the vessel dilator or on cannula sheath. Per dimensional analysis, the cap ID and the cannula hub thread od were measured and the cap ID results were found within specification. However, the cannula hub thread od was found out of specification due to the damage condition on the hub thread. A meeting was held with pet to verify the damage found on the hub thread of the unit. Per pet conclusion, the unit was sent for sem analysis to identify whether the deformation was caused due to a mechanical damage. The sem analysis results showed that the hub thread presents evidence of tool marks and material deformation. The evidence observed on the hub thread deformed area may suggest the interaction with an unknown device that may have caused the observed hub thread deformation. No other issues were found during the sem analysis. Based on the sem analysis results it was decided to perform a process flow review and the following was observed: the processes in which a pressure may be applied to the cap are the molding ejection process and the cap to cannula assembly process. Therefore, it was decided to further investigate in these two mentioned processes to intent to reproduce the observed failure mode on the unit. The failure mode reported could not be reproduced either on the molding ejection process or in the cap to cannula assembly process. The phr for this lot 17783964 was reviewed and showed that the pressure parameters set-up were found within the allowed range and the snap ring inspection was found to pass. The fpi/lpi units used for cannula cap assembly inspection were properly discarded as per the phr review. A review of the manufacturing documentation associated with lot 17783964 was performed and it was found that the product history record review does not suggest that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. The event reported by the customer as ¿hemostasis valve/hub- separated - during use¿ was confirmed due to the condition in which the product was received. The exact cause of this condition could not be conclusively determined during the analysis. According to the product instructions for use, users are instructed to detach the vessel dilator from the csi by releasing the snap-fit ring at the hub. Withdraw the guidewire and dilator. The product history record review and the product analysis results do not suggest that this event is related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time.